Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the returned product consisted of a rotalink burr catheter with a rotawire that was fractured in two pieces. The handshake connection, sheath, coil, and burr were microscopically and visually inspected and noted numerous kinks throughout the sheath. The annulus of the burr was damaged and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus and the fractured rotawire. The proximal end of the returned rotawire was attempted to be loaded through the burr; however, due to the damaged annulus, the rotawire was unable to be advanced. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08513. Reportable based on device analysis completed on 04-aug-2017. It was reported that the burr was unable to load over a guidewire and the handshake connection was bent. A 1.50 mm rotalink¿ plus along with a rotawire were selected for use. During the procedure, it was noted that the burr was unable to advance into the rotawire. The burr was then disconnected from the advancer and noted the handshake connection to be bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was okay. However, device analysis revealed that the rotawire was fractured with evidence of wear due to the use of the burr.